Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a lack of stimulation on the left side of the back after turning around while doing dishes. The pt's pain returned and felt like a stabbing sensation in the back. The pt had increased the setting to 7.0 or 8.0 and still did not feel stimulation. Additional info has been requested; a f/u report will be submitted if additional info becomes available.